Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandmother reported via phone call that customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 500 mg/dl. The customer was nauseous and vomiting. The customer was treated with insulin drip through intravenous. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 500 mg/dl. The customer also reported that the insulin pump was malfunctioning, there were motor error and no delivery alarm in the past. The customer stated that the drive support cap appeared normal. The customer was assisted with troubleshooting. Customer declined to check for possible site related issue and leak. Customer was advised the device will be replaced. The product will be returned for analysis.